Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was in the 300 mg/dl range, which the customer treated with a bolus from the insulin pump. She stated that she had tried all the remedies to no avail. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarm was noted. The insulin pump had a small crack on the reservoir tube lip.